Event description:
It was reported that the device exhibited a downstream occlusion error. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - (B)(6). H3: one device was received for evaluation. Service history review identified the device had not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. Event history log was reviewed. The reported problem was confirmed as the device failed the downstream occlusion test. The root cause of the issue was found to be contamination at the downstream occlusion (dso) sensor. To solve the issue, the downstream occlusion (dso) sensor will be replaced.